Event description:
Same case as MDR ID: 2134265-2014-07550. It was reported that the tip of the rotawire was broken. A 95% stenosed target lesion was located in the mild to moderately tortuous and severely calcified ostial left anterior descending artery. A 2.00mm rotalink¿ burr and a 330cm rotawire¿ and wireclip¿ torquer were used for treatment. During the procedure, while using a burr over the rotawire, the physician felt that the devices got stuck. The physician then decided to pull back the burr through the catheter. As a result, the tip of the rotawire broke off and remained in the left internal iliac artery. A vascular surgeon then used a snare to remove the remaining wire from the patient. The procedure was completed with another of the same rotawire and a 1.75mm burr. No further complications were reported and the patient's status was stable. The physician believes he may have looped the rotawire and was not aware of it at the time of burring thus causing the wire fracture.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).